Manufacturer narrative:
The reagent lot number was 718885 with an expiration date of (B)(6) 2024. The field service engineer found the tube in the wash bottle was completely crushed and replaced the tubing. The investigation determined the service actions resolved the issue. General reagent issues were excluded as the correct result was performed with the same reagent.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer. Patient 1 initial result was 6.6% and the repeat result was 5.3%. Patient 2 initial result was 6.1% and the repeat result was 5.5%. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.